Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. It was mentioned that the sheath was prepared as normal. Transseptal puncture was performed, and non-boston scientific 8.5 fr mapping catheter was inserted into the faradrive sheath. During mapping, the physician noticed that the excessive amount blood leaked from the valve and also the blood backed up into the flush line which was connected. As per the physician opinion, the event may have occurred due to small french size of the mapping catheter thus farawave catheter was inserted. However, the sheath still leaked. Additionally, there was lot of pressure on the bag. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis. It was further reported that the drip of blood leaking was noted from the valve, after three minutes of mapping and no air was noted. A pressure bag was used for irrigation. After eight minutes the sheath was exchanged with another once napping was performed at left atrium. No damage was noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.